Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
The pt experienced a significant increase in pain and symptoms of withdrawal. The pump battery was depleted. The catheter had a kink/occlusion (location was not specified); there was no csf flow. The pump and catheter were replaced. The pt recovered without sequela.